Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tube underfilled. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube,it was found that the tube did not draw enough.

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tube underfilled. Patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: when using the tube,it was found that the tube did not draw enough.